Event description:
Customer reported low blood glucose symptoms with result of 1.9 mmol/l obtained on the aviva nano system. The customer's wife treated him with oral glucose and called an ambulance. His low blood glucose symptoms improved, and further medical treatment was unnecessary. Approximately 17 minutes the later the customer tested 2.6 mmol/l, 27.0 mmol/l, and 3.3 mmol/l on the aviva nano system within 2 minutes of each other. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).